Manufacturer narrative:
No product has been returned for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the prograsp forceps instrument wires came undone while in the patients abdomen, wires were frayed and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The device was not returned for investigation, however a photographic image of the prograsp forceps instrument was provided. The image shows a frayed cable. Based on the image alone a root cause could not be determined.